Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) sent an email to our (B)(6) affiliate to report that both eyes were red, itching, and burning while wearing the acuvue brand oasys contact lenses. The pt reported that three pair of contact lenses tore within one week of wear. The pt went to an eye care provider (ecp) for evaluation and states that the ecp told him/her that ¿the eyes were red because of a bacteria.¿ the pt stated that he/she ¿always has issues with ¿fungus¿ because he/she wears the lenses for twelve hours per day.¿ the pt states that he/she has glasses, but only uses contact lenses. The pt refused to allow ecp contact for additional medical information. Pt reported the reason he/she experienced the issue with the lenses is due to the lenses tearing easily. Pt reported the maxitrol was prescribed 1 drop every 6 hours for 7 days for the irritation ou; pt stated that no culture was done to determine the ¿bacteria.¿ the event date was reported as (B)(6) 2017 no additional medical information was provided. No additional medical information is expected. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002s7t was produced under normal conditions. This event is being reported as a worst case event for the pts od event as the diagnosis of a bacterial infection or fungus was not confirmed with the pts treating ecp. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.